Manufacturer narrative:
This is an addendum to the initial MDR to report that a review of the manufacturing records has been completed. The review found that the lot was manufactured to specification with no anomalies.

Manufacturer narrative:
Based on the event as reported, at this time no definitive conclusions can be made. Recurrence is a known inherent risk of the procure and is identified as a possible complication in the IFU. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol via maude event report (mw 5058793): alleged "md used "fully resorbable" mesh product "phasix plug and patch" which is touted to support repair site 12-18 months post-implant. Procedure was inguinal hernia repair." Addendum per follow up with customer contact: it is reported that on (B)(6) 2015 the patient underwent repair of an inguinal hernia with the placement of a bard phasix plug and patch. As reported a penrose drain was used with dissection of the hernia defect as well as removal of a large lipoma prior to the implant of the phasix plug. As reported, the surgeon used sutures to fixate the leaflets of the phasix plug as well as the onlay patch in multiple areas. Postoperatively, approximately one hour, the patient's right inguinal area was noted to have a bulge and with an ultrasound, was found to have a recurrent hernia. About 2 months later on (B)(6) 2015 the patient had a follow up md office visit and was noted to have a right recurrent inguinal hernia. The contact indicates that surgical intervention has not taken place and at this time the mesh remains implanted.